Manufacturer narrative:
Updated data: b5, h6 additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that during the valve implant, the initial implant depth was at 3 millimeter (mm) and 4 millimeter (mm). Four days following the valve implant, heart block was observed as the patient experienced fatigue and shortness of breath. Subsequently a pacemaker was implanted. Five days following the valve implant, transesophageal echocardiogram (tee) revealed the valve migrated to an implant depth of 13 millimeter (mm) and impinging on the mitral valve. No treatment has been reported but planning for possible open surgery to address the mitral issue.

Event description:
It was reported that a medtronic transcatheter aortic valve was implanted, followed by the implantation of a medtronic pacemaker four days later. Additional information was received that during the valve implant; the initial implant depth was at 3 millimeter (mm) and 4 millimeters (mm). Four days following the valve implant, heart block was observed as the patient experienced fatigue and shortness of breath. Subsequently a pacemaker was implanted. Five days following the valve implant, transesophageal echocardiogram (tee) revealed the valve migrated to an implant depth of 13 millimeter (mm) and impinging on the mitral valve. No treatment has been reported but planning for possible open surgery to address the mitral issue. Additional information was received that clarified the initial implant depth was 3 mm on the non-coronary cusp (ncc) and 4 mm on the left coronary cusp (lcc). A pre-implant balloon dilation was not performed during the procedure.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a medtronic transcatheter aortic valve was implanted, followed by the implantation of a medtronic pacemaker four days later.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.